Manufacturer narrative:
(B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique patient code (B)(4) (above): no code available - customer reported symptom of feeling slower/sluggish. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
The customer is concerned with results obtained of e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling sluggish. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip manufacturer's expiration date is 10/31/2018 and open vial date is over four months ago. The meter memory was not reviewed for previous test result history. Customer is feeling slower/sluggish and may be related to diabetes. Customer also mentioned he forgot to take his metformin today. E-5 appears as soon as the blood is absorbed. Advised customer that test strips are expired (open for more than 4 months). Customer denies the need for medical assistance.